Manufacturer narrative:
The complaint states during procedure, the doctor applied the complaint insert with keel tibial tray, after he remove the insert out , the locking was tear so the doctor change the new one from the another kits (same size). The complaint insert was sent back to warehouse a review of manufacturing records and complaints databases did not identify any anomalies. The returned part was assessed by manufacturing and the root cause of this failure could not be identified. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI# (B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Tibial insert could not be seated into the tibial tray, and the locking mechanism was damaged.